Manufacturer narrative:
Additional information was provided in h.3., h.6 and h.11. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporter was the patient. The patient indicated they have seen 10 specialists and two neuro ophthalmologists without any definite diagnosis. All diagnostic testing has been clear. Patient indicated the surgeon stated the issues were related to dry eye. The patient feels they may be allergic to the lens. The surgeon was contacted. According to the surgeon, the surgeries were completed without complication. Hcp(health care professional) has explained negative dysphotopsia to patient on every visit. Patient is hyper-focused that something is wrong. Patient has seen multiple doctors in multiple specialties who have all agreed there is nothing wrong. Hcp feels patient¿s best option is to find a surgeon who will remove the lenses. Patient was going to pursue allergy testing. Information was provided on how to obtain a lens for testing. File will be reopened if the patient provides further information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in b.5.,h.3.,h.6 and h.11. New information was provided that the issues were unrelated to the iol (intra ocular lens). New information indicated that the patient had untreated strabismus prior to surgery and the surgery (not the lens) made the strabismus worse and now patient needs prism in their glasses. Information indicated that the that the patient has adapted to the lens and an explant is not planned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and patient experienced low contrast sensitivity. Decompensated phoria was diagnosed after surgery and requiring prisms. Convergence insuffiency was also diagnosed it has improved. Patient has decided to keep the lens and not have removed. Patient has been to 27 doctors since her surgery and the current surgeon states she was adapting to lens and improving.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient experienced extreme optical pain, severe headaches, distortion, double vision, negative dysphotopsia, eyes are swollen shut, dry eyes, allergic to the lenses. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in b.5.,b6. And h.3. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, patient had untreated strabismus prior to surgery and the surgery (not the lens) made the strabismus worse and now she needs prism in her glasses. She wishes she could keep the lens but her negative dysphotopsia was intolerable. She is having a new surgeon planned to have the lens explanted.